Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place where both leads were explanted and replaced with a penta lead to address the issue. Effective stimulation was restored.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
Related manufacturer report number 3006705815-2024-02282. It was reported that patient experienced ineffective therapy. X-rays showed that the leads had migrated. In turn, surgical intervention may take place later to address the issue.